Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to open after the device was fired on the blood vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the softclix plus device. Replacement was sent.